Event description:
It was reported that during implant attempt, the helix would not deploy. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. The connector pin of the lead was bent, blood noted on the helix. Implant damage documented.